Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial arrhythmia. All programmed therapy was delivered. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture new codes.

Event description:
It was reported that the local area representative placed a call to technical services (ts) to review the data of this patient with this implantable cardioverter defibrillator (ICD). Upon review, it was noted the patient experienced dual arrhythmias in which the anti-tachycardia pacing (atp) and several inappropriate shocks were inappropriately delivered to treat the patient atrial fibrillation. Which led to therapy exhaustion. After the shocks deliver, it was noted that the atrial arrhythmia went into a ventricular tachycardia zone. However, the patient was still in atrial tachycardia. Reprogramming options were discussed. At this time, the ICD remains in service and no additional adverse patient effects were reported.